Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material. The distal end of the insertion device has the actuation rod broken off. There is debris on the device. The handle of the device is intact and present. A review of the customer provided images finds the insertion device with a fractured actuation rod and the smith+nephew product label confirming the device information. A functional assessment of the returned device found the knob at the end of the handle works as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, after the anchor was introduced, the handle of the footprint suture bent to 90 degrees and broke inexplicably inside the patient, additionally the picture received showed that the distal part of the inserter was broken, it is unknown if and how the pieces were removed. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.